Event description:
The customer contacted heartsine to report that their device's on/off button and shock button are not functional. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine evaluated the customer's device and verified the reported issue. It was determined that the cause of the reported issue was due to corrosion on the underside of the on/off button dome and its contact pads on the membrane pcb. This had resulted in the button failing to make contact with the membrane pcb, therefore the device being unable to be powered on. The shock button was found to be functioning properly. However, corrosion was identified on the underside of the shock button dome and its contact pads. Although this reported fault was not confirmed during the investigation, it is possible that this was related to the corrosion under the shock button. The corrosion on the membrane pcb and membrane tail would indicate that the device had been stored outside of the indicated conditions.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The customer contacted heartsine to report that their device's on/off button and shock button are not functional. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.